Manufacturer narrative:
(B)(4).

Event description:
It was reported that the psa analyzer presented the message "please replace psa battery - the merlin psa batteries have insufficient energy", even with the batteries charged. They tested the psa with other merlin programmers and changed the former batteries for new ones (of the rayovac brand), however the message kept showing on the merlin screen. It was suggested that they to try the duracell brand instead. Even this test didn't work. On the following week, after the usage of the psa for an implant procedure, in the end of the procedure, a burning smell coming from the psa and realized that the batteries leaked inside the psa, without any damage to the equipment.

Manufacturer narrative:
No conclusion code was available. Analysis found the battery display oxidation /contamination on one or more of the terminals.